Event description:
A caller who identified herself as the customer's mother, reported receiving a reading of 188 mg/dl on the customer's adc meter that was lower in comparison to a reading of 278 mg/dl on an hcp meter. The caller also reported an unspecified injury as a result of this issue, but did not stay on the line to complete a medical survey during the initial phone call. Multiple attempts were made to contact the caller to complete a medical survey, without success. There is no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. The date of the event is unknown.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter memory. (B)(4).